Event description:
During a lap chole procedure, the grasper disassembled when removing the cholecystis. The parts could not be assembled completely so it is suspected that a piece was left in the pt. No piece was found in the pt via x-ray, however the surgeon is not sure if a piece remains in the pt. No pt injury or complications resulted. A delay of a few minutes resulted while the parts were being removed using another grasper.